Event description:
According to the available information 2 captioned catheters broke (burst) during operation after each balloon was inflated 30 ml and 50 ml sterile water individually. Both balloons were tested by inflating with sterile water. The device was not replaced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10181893. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10181893. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. In june 2025, two retail boxes were received, ten sealed samples. These ten catheters were inflated with 50ml of osmosis water. During inflation step no issue occurred. These product were stay inflated 8 days, without issue observed. Defect cannot be reproduced. Quality database was checked and revealed a corrective and preventive action. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was performed based on criq 250 - risk identified 11500 (hazardous situation catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information 2 captioned catheters broke (burst) during operation after each balloon was inflated 30 ml and 50 ml sterile water individually. Both balloons were tested by inflating with sterile water. The device was not replaced.